Event description:
"I" button on AED would not actuate. (B) (4).

Manufacturer narrative:
Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in adverse event.